Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The electrode was returned in two segments, severed at approximately 69 mm from the terminal end. Visual examination identified sharp curves in the electrode body in the regions approximately 81 to 87 mm from the terminal pin. An x-ray of the electrode confirmed the inner conductor coil was fractured in the areas of the observed curves. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.

Event description:
It was reported that the patient presented to the emergency room after receiving a shock from the subcutaneous implantable cardioverter defibrillator (s-ICD). Upon interrogation it was determined that the shock was appropriate. However, noise was seen in secondary and alternate sensing vectors when manipulating the electrode. When manipulation stopped both sensing vectors were flat. The sensing vector was reprogrammed to primary with no noise observed. Technical services (ts) was consulted and discussed that review of the current information showed a likely lead mechanical issue affecting the distal electrode cable. Lead impedance measurements are within range and suggested obtaining an x-ray. Ts further recommended a revision procedure if the physician agreed clinically. The field representative indicated that the patient remains hospitalized and will wait transfer to a different hospital for a revision procedure. Additional information was received that the patient was transferred to a different facility and the electrode was explanted for a fracture. The s-ICD was also electively explanted during the procedure and the patient was implanted with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient presented to the emergency room after receiving a shock from the subcutaneous implantable cardioverter defibrillator (s-ICD). Upon interrogation it was determined that the shock was appropriate. However, noise was seen in secondary and alternate sensing vectors when manipulating the electrode. When manipulation stopped both sensing vectors were flat. The sensing vector was reprogrammed to primary with no noise observed. Technical services (ts) was consulted and discussed that review of the current information showed a likely lead mechanical issue affecting the distal electrode cable. Lead impedance measurements are within range and suggested obtaining an x-ray. Ts further recommended a revision procedure if the physician agreed clinically. The field representative indicated that the patient remains hospitalized and will wait transfer to a different hospital for a revision procedure. Additional information was received that the patient was transferred to a different facility and the electrode was explanted for a fracture. The s-ICD was also electively explanted during the procedure and the patient was implanted with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse effects were reported.